Event description:
The explanted generator and lead were received for analysis but analysis hasn&#39;t been completed on the returned products to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The allegation of lead fracture was not identified in the returned lead portion. The lead was received in 3 pieces but the ends of the lead were noted to be cut, most likely during explant procedure. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator.. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with no anomalies identified. No further relevant information has been received to date.

Event description:
It was reported that during a planned generator replacement, once the surgeon removed lead from old generator, a lead break was visualized and full revision was performed. Pre-operatively impedance was within normal limits. It is unknown if the surgeon nicked the lead or if a pre-existing lead problem become apparent due to normal surgical manipulation. The suspect product has not been received for analysis to date. No further relevant information has been received to date.